Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve stimulation, and the right atrial (ra) lead exhibited high thresholds and was found to have dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended. The lead was able to be passed through a 7 fr introducer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a few weeks later, the patient experienced diaphragmatic stimulation, and the lead was found to have dislodged once more. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.